Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical dir, the initial complaint was regarding problems with draining, which are associated with catheter patency and position. Pt was admitted to the hospital with fluid overload, which is a consequences of insufficient ultrafiltration; ultrafiltration is determined by dialysis prescription during peritoneal dialysis (ambulatory or cycler) or hemodialysis. There is no history of cycler malfunction which could have caused or contributed to the catheter related drainage problems. The actual device was returned to the MFR for evaluation and a product investigation was performed. A visual inspection was completed and the bezel gasket was drooping in front of the display overlay. A simulated treatment was completed without any noted problems or failures. A scale calibration check and pt sensor calibration check were completed and within specifications. Further evaluation found no device malfunctions that would have caused the reported fluid overload event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) nurse reported the pd pt needed a replacement liberty cycler due to problems with draining and multiple unk alarms. The nurse stated the pt was in the hospital due to fluid overload and was currently on hemodialysis. During a follow-up call, the pd nurse clarified that the pd pt had been experiencing shortness of breath when she was brought into the hospital. The pt was discharged with paroxysmal atrial fibrillation, diabetes, and hypertension. The nurse reported multiple incidences of the pt experiencing catheter problems.